Event description:
It was reported that the right atrial (ra) lead was found to be severed/fractured via x-ray and flouroscopy. It was noted there was low impedance and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr03 implantable pulse generator (ipg)implanted: 2009-(B)(6). (B)(4).